Event description:
It was reported that a 29mm edwards bioprosthetic pericardial mitral valve, implanted approximately 14 years, was explanted due to patient's development of atrial fibrillation (a-fib) with mitral regurgitation and stenosis. It was noted that the patient had a history of endocarditis. The prosthetic mitral valve was extensively diseased with damage involving all 3 leaflets. There was also subvalvular pannus on the ventricular side of the ring. The explanted device was replaced with a 31mm edwards bioprosthetic mitral valve. The valve was seated and sutures were tied and cut. The patient also underwent a maze for the a-fib. The patient was transferred to the ICU in satisfactory condition.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be determined with the available information. The valve has not been returned for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) could not be reviewed as the serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. If any new information is received, a supplemental report will be submitted accordingly. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic mitral valve, implanted approximately 14 years, underwent a redo mitral valve replacement due to unknown reasons. The explanted device was replaced with an edwards bioprosthetic mitral valve. It was reported that the patient had a history of endocarditis.